Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "two separate pumps successively alarmed and then shut down, citing errors. The first time the patient had levophed and precedex and a maintenance/access infusion all running. These were changed over to a different pump & channels, which subsequently experienced the same issue." Per customer report, two separate events occurred. The second event has been captured in pr (B)(6). There was patient involvement but no harm. Per evaluation by the hospital¿s clinical engineer it was confirmed by the event log showing that the channel off button was pressed by clinician for this event. The device has been returned to service.

Event description:
A report was received from health canada's canada vigilance program which states, "two separate pumps successively alarmed and then shut down, citing errors. The first time the patient had levophed and precedex and a maintenance/access infusion all running. These were changed over to a different pump & channels, which subsequently experienced the same issue." Per customer report, two separate events occurred. The second event has been captured in pr (B)(4). There was patient involvement but no harm. Per evaluation by the hospital¿s clinical engineer it was confirmed by the event log showing that the channel off button was pressed by clinician for this event. The device has been returned to service.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Manufacturer narrative:
Correction: unique device identifier (UDI) #. Additional information: manufacturer narrative. Investigation summary: the complaint of two (2) pump modules alarming and then shutting down was not confirmed with only the provided screenshot of the pcu event log and pump module sn (B)(6) event and error logs. No devices were returned for investigation. The provided screenshot of the pcu event log showed the system recorded a channel disconnect alarm on 14 december 2023 at 9:27 am and pump module sn (B)(6) and pump module sn (B)(6) were affected (removed from use). The user confirmed the alarm (soft key 14). The provided pump module sn (B)(6) error log showed a motor stall failure (error 242.4030.0) was recorded on 14 december 2023 at 9:34 am. The provided pump module sn (B)(6) event log showed, on 14 december 2023 at 9:27 am, while infusing an unknown medication at a rate of 1.875 ml/hr (vtbi= 250 ml), the pump module alarmed channel disconnect and was removed from use. The user confirmed the alarm (soft key 14). At 9:28 am, the pump module was powered on attached to pcu sn (B)(6) as channel c and was selected and programmed an infusion of an unknown medication at a rate of 1.875 ml/hr (vtbi= 250 ml). At 9:34 am, the pump module recorded a motor stall failure (error 242.4030.0) and channel malfunction. Between 11:53 am and 2:12 am, the pump module was powered on attached to pcu sn (B)(6) as channel a three (3) times; no further device keypresses were recorded. Inspection and laboratory testing could not be performed because no devices were returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of two (2) pump modules alarming and then shutting down was not identified. Although the provided screenshot of the pcu event log and the provided pump module sn (B)(6) event log and error log showed the attached pump modules alarmed channel disconnect and then later, motor stall failure and channel malfunction, additional details of the event were not determined without the incident devices.

Event description:
A report was received from health canada's canada vigilance program which states, "two separate pumps successively alarmed and then shut down, citing errors. The first time the patient had levophed and precedex and a maintenance/access infusion all running. These were changed over to a different pump & channels, which subsequently experienced the same issue." Per customer report, two separate events occurred. The second event has been captured in (B)(4). There was patient involvement but no harm. Per evaluation by the hospital¿s clinical engineer it was confirmed by the event log showing that the channel off button was pressed by clinician for this event. The device has been returned to service.